Manufacturer narrative:
Additional information was received that the guidewire was a non-medtronic product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that an attempt was made to load the valve. The bend in the delivery catheter system (dcs) was not observed when the dcs was removed from the box. The release system was introduced to the patient, but failed to pass without the introducer. The valve was successfully loaded onto a different dcs. The valve was implanted. However, pericardial effusion occurred when the straight guidewire was crossed. The cause of the effusion was reported to be perforation with the guidewire. The guidewire was reported to be a non-medtronic product. Per the physician, the valve and dcs did not contribute to the effusion.

Manufacturer narrative:
UDI related data quality updates only. The UDI information for the device involved was not included in the referenced initial MDR submitted on december 18, 2023 because the lot number was unknown. Without a valid device serial/lot number, the UDI number cannot be found. Medtronic¿s structural heart complaint handling unit conducted follow-up with the initial reporter and facility to confirm both the lot number and manufacturer of the suspect device involved in the reported event. Through the good faith effort follow-up process, it was verified that the suspect device was a non-medtronic product. Consequently, medtronic structural heart submitted a supplemental report on january 08, 2024 providing this additional information to the FDA in accordance with 21 cfr 803.56. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the inner member between the paddle attachment and the nosecone bent. The delivery catheter system (dcs) was attempted to be used, but was not successful. The dcs was not used and was replaced. It was reported that the patient died as a result of a pericardial effusion from an unknown guidewire.